Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cutting cheek - mouth [mouth injury] plastic keeps splitting and cracking at the bottom of the toothbrush head, round part where bristles located detaches and keeps cutting cheek - oral-b precision clean brushhead [injury associated with device] plastic keeps splitting and cracking at the bottom of the toothbrush head, round part where bristles located detaches - oral-b precision clean brushhead [device breakage] case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 09-nov-2017 that he/she had purchased the oral-b precision clean brushheads and had needed to replace them twice in less than one month. The consumer described that the plastic kept splitting and cracking at the bottom of the toothbrush head. Also, the round part where the bristles were located detached while the toothbrush was going and kept cutting his/her cheek. The consumer asserted that he/she had used oral-b electric toothbrushes and heads for years and had never encountered this issue before. The consumer recounted that he/she had gone through 2 brush heads in less than 1 month, and typically each head lasted him/her 3 months and then he/she replaced them. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
02-jan-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 12-dec-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Cutting cheek - mouth [mouth injury]. Plastic keeps splitting and cracking at the bottom of the toothbrush head, round part where bristles located detaches and keeps cutting cheek - oral-b precision clean brushhead [injury associated with device]. Plastic keeps splitting and cracking at the bottom of the toothbrush head, round part where bristles located detaches - oral-b precision clean brushhead [device breakage] product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 09-nov-2017 that he/she had purchased the oral-b precision clean brushheads and had needed to replace them twice in less than one month. The consumer described that the plastic kept splitting and cracking at the bottom of the toothbrush head. Also, the round part where the bristles were located detached while the toothbrush was going and kept cutting his/her cheek. The consumer asserted that he/she had used oral-b electric toothbrushes and heads for years and had never encountered this issue before. The consumer recounted that he/she had gone through 2 brush heads in less than 1 month, and typically each head lasted him/her 3 months and then he/she replaced them. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.